Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced right sided pelvic pain, urinary frequency and urgency, with low back pain. A mid-urethral sling revision with cystoscopy had to be performed in (B)(6) 2008. "The mid urethral sling was snipped in the midline and an approximately 2-3mm sliver was excised". The patient continued to have complaints of stress incontinence and lower abdominal pain. An exam revealed ¿a small defect over the patient's tot mesh on the right and the tape is tight, slightly tender and fixed¿. The patient was treated with estrogen but 2cm of mesh was still exposed. The patient required a second revision for mesh erosion. During which time the patient was diagnosed with depression and started on cymbalta. Per additional information received, the patient required non-surgical and additional surgical interventions.